Event description:
Additional information was received that the severity of pulmonary regurgitation was moderate. Following the valve-in-valve, the reg urgitation resolved.

Manufacturer narrative:
Image review: after (B)(4) the transcatheter pulmonary valve (tpv) failed due to poor coaptation of leaflets. Subsequently a second valve was implanted inside the first. An rv-pa gradient of 25-27 mmhg was measured by invasive catheterization. Pa injections showed regurgitation (estimated as moderate). It appears that a melody valve was implanted with a co-mounted non-medtronic stent, probably on a 24 mm balloon in balloon catheter, through a non-medtronic sheath. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: b2. Outcome attributed to adverse event was erroneously omitted from the initial medwatch. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 5 months following the implant of a transcatheter pulmonic valve, the valve failed due to poor coaptation of the leaflets. Subsequently, a second valve was implanted valve-in-valve. Additional information was received that the patient experienced pulmonary regurgitation of unspecified severity as a result of the poor coaptation. There were no additional factors that contributed to the leaflet coaptation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 5 months following the implant of a transcatheter pulmonic valve, the valve failed due to poor coaptation of the leaflets. Subsequently, a second valve was implanted valve-in-valve.